Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime alarm due to cracked/broken off end cap. Device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing o-ring reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's mother had high blood glucose of 428 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the insulin was squirting out during manual prime process. The customer's mother stated that the drive support cap was missing. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.